Manufacturer narrative:
An evaluation was conducted and it states that the drill bit is broken in several pieces. The measurable dimensions of the drill bit can not be checked anymore as the drill bit is broken in several pieces. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. We found that there are stress marks visible at the cutting edges near to the site of fracture. This indicates a possible mechanical overload by a metallic contact caused the breakage of this device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hsz. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a hospital had an incident where the drill broke inside the patient during surgery. The surgeon was doing a distal tibia fracture fix action using cannulated screws. He inserted the first screw without any issues. However, when drilling the second hole, the drill broke in to several pieces. He believed this may be due to the drill hitting against the screw that was already in the patient. The surgeon managed to retrieve all the pieces off the drill and the final x-ray was satisfactory. There was no further injury to the patient and no blood loss due to this incident. The surgery time was extended by 5 minutes. This is report 1 of 1 for complaint (B)(4).